Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly during testing however, keypad traces were corroded during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal window and scratched reservoir tube window.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 300mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.